Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre 2 sensor fell off during wear. The customer was unable to monitor blood glucose and consequently experienced severe hypoglycemia, trembling, fainting, nausea, dizziness, and a loss of consciousness. The customer had contact with a healthcare professional who treated the customer with sugar with juice and fruit. Additionally, a baqsimi nasal spray (glucagon) was administered by a first aide. A post-treatment glucose reading of 134 mg/dl was obtained on the hcp meter. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported that the adc freestyle libre 2 sensor fell off during wear. The customer was unable to monitor blood glucose and consequently experienced severe hypoglycemia, trembling, fainting, nausea, dizziness, and a loss of consciousness. The customer had contact with a healthcare professional who treated the customer with sugar with juice and fruit. Additionally, a baqsimi nasal spray (glucagon) was administered by a first aide. A post-treatment glucose reading of 134 mg/dl was obtained on the hcp meter. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (expiration date) and (device mfg date) were updated based on extended investigation. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.